Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a clinical procedure, the site had issues with lift and shift functionality of the imaging system as the lateral movement of the system did not raise the system sufficiently to move the imaging system. There was no patient present when this issue was identified. While troubleshooting the reported issue, the sitenoted that the drive wheels would move without prompt from the user.